Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name:(B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that multiple issues and complaints were with new bard foley kits. Registered nurses have reported issues with the foleys not draining appropriately & patients retaining urine both requiring foley changes/reinsertions. Other registered nurses have complained that the catheters were leaking around the insertion site. Patients were complaining at an increased rate of pain associated with the foley as well. The foleys currently being used on two patients in the unit both with catheter related issues. Both patients have a 16f foley (not coude). No medical intervention was reported. It was reported that many foley catheters have been leaking or not draining properly. When the staff removed it, they tested it with a syringe of saline and found that the balloon does not hold. There were reports of both problems with patients ¿bypassing¿ or leaking urine around the tube (which happens when the balloon fails). Seems the balloon leaks out or deflates slowly and then the issues start. It was both the coude and non coude kits. Some of these foleys were placed in other departments so it was likely a house wide issue. Not sure if other nurses have reported problems yet.

Event description:
It was reported that multiple issues and complaints were with new bard foley kits. Registered nurses have reported issues with the foleys not draining appropriately & patients retaining urine both requiring foley changes/reinsertions. Other registered nurses have complained that the catheters were leaking around the insertion site. Patients were complaining at an increased rate of pain associated with the foley as well. The foleys currently being used on two patients in the unit both with catheter related issues. Both patients have a 16f foley (not coude). No medical intervention was reported. It was reported that many foley catheters have been leaking or not draining properly. When the staff removed it, they tested it with a syringe of saline and found that the balloon does not hold. There were reports of both problems with patients ¿bypassing¿ or leaking urine around the tube (which happens when the balloon fails). Seems the balloon leaks out or deflates slowly and then the issues start. It was both the coude and non coude kits. Some of these foleys were placed in other departments so it was likely a house wide issue. Not sure if other nurses have reported problems yet.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Initial reporter name: - (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.